Manufacturer narrative:
Per the clinic, on (B)(6) 2016 the patient was administered mac anesthesia to facilitate abutment removal. During the procedure excess tissue was excised. The implanted device remains. This report is filed may 4, 2016. The implanted device remains.

Manufacturer narrative:
This report is filed february 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed cellulitis at the abutment site and was treated with topical antibiotics on "(B)(6) 2016". The implanted device remains.